Manufacturer narrative:
Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
It was reported that the patient was undergoing a proximal femoral arthoplasty using a cemented modular proximal femoral replacement prosthesis. During the cementing process. The patient became hyposensitive and a cardiac arrest occurred. CPR was began. During CPR, a tee-transesophogeal echocardiogram showed large amounts of thrombosis in the right side of the heart. Cardiothoracic surgery was consulted and we elected to proceed with cardiopulmonary bypass and open heart surgery to remove all visible clot in the heart, pulmonary arteries and the inferior vena cava. The patients hip procedure was then completed. Transferred ICU and family elected to discontinue all life support. Pt was a no code prior to operating room,. Three batches of stryker simplex cement was used.

Event description:
It was reported that the patient was undergoing a proximal femoral arthroplasty using a cemented modular proximal femoral replacement prosthesis. During the cementing process, the patient became hyposensitive and a cardiac arrest occurred. CPR was began. During CPR, a tee-trans-esophageal echocardiogram showed large amounts of thrombosis in the right side of the heart. Cardiothoracic surgery was consulted and we elected to proceed with cardiopulmonary bypass and open heart surgery to remove all visible clot in the heart, pulmonary arteries and the inferior vena cava. The patient's hip procedure was then completed. Transferred to ICU and family elected to discontinue all life support. Pt was a no code prior to operating room. Three batches of stryker simplex cement was used.

Manufacturer narrative:
An event regarding a cardiac arrest resulting in patient death involving simplex p bone cement was reported. The event was not confirmed. The device remains implanted. -medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because further information such as operative reports, progress notes detailing sequence of events and confirmation of amount of simplex used during surgery are needed to complete the investigation for determining a root cause.